Event description:
The patient had a primary shoulder surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised successfully the insert. Presently, on (B)(6) 2023, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised successfully the liner and glenosphere.

Manufacturer narrative:
Batch review performed on 11-apr-2023: lot 2103687: (B)(4) manufactured and released on 13-jul-2021. Expiration date: 2026-06-24. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Other device involved: batch review performed on 11-apr-2023 reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 2006595: (B)(4) manufactured and released on 29-oct-2020. Expiration date: 2025-10-20. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review.